Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead had high, unstable threshold, low impedance, and low r-waves. The lead was capped and replaced with an existing pace/sense lead. No patient complications have been reported as a result of this event.